Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test result from the icon 25 hcg test kit. A patient's urine sample was tested with the icon 25 hcg test kit and a negative (-) result was obtained. The patient insisted that she is pregnant and customer re-tested the original urine sample with the icon 25 hcg test kit; the result was positive (+). The customer then re-tested the original urine sample with the icon 25 hcg test kit once more and the result was again positive (+). No additional information regarding this event was provided by the customer. No injury related to this event has been reported.

Manufacturer narrative:
The icon 25 hcg test kits used in this event were the last three in the box. External controls were run on the test kit from this box and recovered without a problem. No patient sample returned by the customer. Retain devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.